Event description:
It was reported that the device is reaching elective replacement indicators (eri) sooner than anticipated. The device remains actively implanted. No patient complications have been reported as a result of this event. It was reported that the device was replaced due to possible premature depletion. It was further reported that the patient called about his "recalled device" being replaced since "battery was low" and asking about reimbursement and warranty. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device is reaching elective replacement indicators (eri) sooner than anticipated. The device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.